Manufacturer narrative:
(B)(4). Foreign - UK. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Review of complaint history identified no additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor was noticed to have a bolt missing at the end of the case. There was a concern that the bolt might have been left in the patient, so the theatre called for an x-ray. The bolt wasn't found and the staff assumed therefore it was missing from the start of the case but had not been noticed. There was no known impact or consequences to the patient. It was reported that no further information is available.